Manufacturer narrative:
Investigation determined that when vixwin software interfaces with easy dental software, and there are two patients have the same name and no middle initial, the images will merge into both patient files. The software will be updated to correct this issue.

Event description:
Cannot get two different patient files when interfacing vixwin platinum 1.1 with easy dental software, where two patients have the same name and no middle initial.